Event description:
During an MRI scan of the pt's knee and under anesthesia, an electrical overload occurred. There was a spark and enough heat to burn a hole in the rf coil. The pt was on 100% oxygen when the event happened. No harm was done to the pt.